Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 70 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, an malfunction alarm occurred. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.